Event description:
The facility filed a medwatch report (0504140000-2022-8003) an olive wire breaking during a bunion procedure on (B)(6) 2022. However, additional information indicates the tip of the olive wire broke off and was retained in the patient's bone. The case was completed successfully with no additional patient outcomes. No further information was able to be obtained and the device was discarded by the facility.

Manufacturer narrative:
The facility filed a medwatch report (0504140000-2022-8003) an olive wire breaking during a bunion procedure on (B)(6) 2022. However, additional information indicates the tip of the olive wire broke off and was retained in the patient's bone. The case was completed successfully with no additional patient outcomes. No further information was able to be obtained and the device was not returned for evaluation as it was discarded by the facility. The UDI referenced is for the sterile kit, sk30, the product is distributed within. The device history record for all possible lots were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Based on the available information, the most likely cause cannot be determined; however, it is possible the device broke due to impact with another device in the bone or was subjected to additional forces or bending stresses. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.